Event description:
The customer reported that the system had an intermittent problem with the hand held control. The customer also reported no audible beep and trouble saving images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the hand control and the ups switch. The system was tested and found to be working as intended and put back in service.